Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after the end of service message occurred. The patient underwent an ipg replacement procedure and a rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted device was not returned.